Event description:
It was reported that the high impedance was found during surgery to replace the patient's vns generator due to end of service. After the lead replacement, diagnostics were normal. The surgeon was not aware of any lead issues prior to the surgery. Per the site, the explanted lead and generator will not be returned. It was unknown if trauma or manipulation to the device had occurred. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.